Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery with a prostar xl device using the preclose technique. The arteriotomy was 6f. Reportedly, it was "impossible to cross" the guide wire exit port valve with the guide wire. The device was removed with no resistance felt. Another prostar xl device was successfully placed prior to the aaa procedure using the preclose technique. The sheath was upsized to 10f and 18f for the aaa procedure. The aaa procedure was completed and the successfully preplaced prostar xl device achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.